Event description:
At 6:30 pm on 11/22/ the pump alarmed with a large helium leak detected. Blood was noted in the catheter tubing and it was decided to remove the iab. There were no pt complications.

Manufacturer narrative:
There was dried blood on all interior surfaces of the iab. The iab was submerged in water and inflated with 60cc of air. Bubbles were observed exiting the bladder, in an abraded area. The product labeling states "duirng and following insertion, the presence of atherosclerotic plaques may abrade and weaken the iab membrane, resulting in possible puncture of the membrane."